Event description:
Proctocolectomy with ileoanal anastomosis. Ralc45 dlu was used to transect the distal colon. It was fired and the pc read "firing cycle complete", however, the staple line was incomplete. Manual sutures were used to complete the case.

Manufacturer narrative:
Conclusions: device return anticipated but not yet received; no conclusion can be drawn at this time.